Event description:
The calibration of the automatic brightness control, which regulates the radiation output of the machine was set to excessive values for the "high level pulsed fluoroscopy" mode of operation. Oec claims that their svc software does not provide for either the means to adjust the radiation dose rate, nor the option to turn off the "high level pulsed fluoro" mode of operation. Discussion: the oec model 9800 has an x-ray production mode which was designed for use with serial digital acquisition of individual images. Other MFR such as siemens and philips call this mode "digital acquisition" or "digital cine". The purpose of this mode of operation is to acquire a series of individual digital images for a predefined time period -"run-time"-. The individual image files are stored on the imaging computer hard-drive for later retrieval. The images acquired during the serial "run" can undergo automatic or operator controlled digital processing such as image subtraction, edge enhancement, contrast scale modification and serial playback. Two fundamental requirements are mandatory for this mode of operation: 1- sufficient radiation to provide diagnostic image quality for each individual digital frame acquired; and 2- ability to retrieve each image individually for processing, review and/or serial playback. Unfortunately, the oec 9800 provides only the first of these requirements, and, instead of labeling this mode of operation "digital acquisition" or "digital cine" they call it "high level pulsed fluoro". This is clearly a misnomer as the mode is not intended for live fluoroscopic viewing. Instead, this mode is configured via software to stop down the optical iris-increasing dose by a factor of 4x to 5x, and to turn off recursive filtering - providing individual digital images-. Both of these functions are incorporated only for the purpose of acquiring individual image frames, and should not be utilized for real-time fluoroscopy. The software provided with the oec 9800esp does not provide any means to store, retrieve, view, process or playback the images produced when the "high level pulsed fluoro" mode is activated. In essence, the pt receives radiation exposure associated with individual diagnostic images, but then those images are deleted from the image computer when the next frame is acquired. Therefore, operation of the machine in this mode must not be diagnostic quality images-, but the images are not saved for later study.